Event description:
On (B)(6) 2008, this patient was implanted with gore tag thoracic endoprosthesis to treat an intramural hematoma. On (B)(6) 2010, this patient underwent a reintervention using gore tag thoracic endoprosthesis to treat progression of a penetrating ulcer.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results- the review of the manufacturing paperwork verified that this lot met all pre-release specifications. The safety and effectiveness of the gore tag thoracic endoprosthesis has not been evaluated in patient populations including intramural hematomas and penetrating ulcers.